Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On 09/12/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, ok. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad button had normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for further investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint.